Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturing representative that they had a dehumidifier fitted at their house and they were told it had magnets within it. The patient had not felt well and their symptoms were less controlled. The patient thought the humidifier may have been a desiccant or refrigerant cold dehumidifier. A manufacturing representative later reported the patient felt back to baseline. There was no patient harm or injury. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.